Event description:
It was reported by service report that the head right caster was bent and the wheel had a flat spot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster, wheel.